Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked from the seam of the bag during filling with saline. There was no other damage or issues found with the bag prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Voluntary report number: mw5061882. (B)(4). The device was filled with 3 g of cefepime and 320 ml of 0.9% sodium chloride. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and underwater pressure testing were performed and revealed a leak in the main seal. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.